Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. After the impella was weaned and explanted successfully, swelling was noticed in the access region and expressed. Then, after precloses were deployed, an angiogram of the patient's axillary was taken and found to be actively bleeding. This was treated with serial balloon tamponade inflations that were successful.